Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 23 total events were initially reported. 23 previously reported events are included in this follow-up record. Product return status 22 devices were received. 1 device was not available for evaluation.   Event confirmation status 21 reported events were confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 21 devices were found to be affected by hole in the hose. 1 device had no device problem found.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 21 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 23 events were reported for this quarter. Product return status: 22 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. Evaluation status: 22 device evaluations are in progress. Additional information: 23 devices are not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 21 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 23 total events were initially reported. 23 previously reported events are included in this follow-up record.   Product return status 22 devices were received. 1 device investigation type has not yet been determined.   Evaluation status confirmed 21 reported events were confirmed during testing. - 21 devices were found to be affected by damaged exhaust hose. Not confirmed 1 reported event was not confirmed during testing. Additional information 23 devices were not labeled for single-use. 23 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 23 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 21 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.